Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, coma and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. While sleeping, the patient experienced unresponsiveness and coma. The significant other called an ambulance. The bg was 39 mg/dl while the cgm reading was 109 mg/dl. The hypoglycemia was treated with IV sugar water and 2 tubes of glucose 15. The patient was transported to the hospital and discharged after 4 hours. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.